Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the procedure, the first shot with purple load, made a noise. They placed a second reload which did not work and exchanged for a third reload that did not work either. They used another stapler which functioned normally in order to complete the case. There was no patient injury.